Event description:
During prep, air bubble was being produced in the hub of the galaxy coil (640hx0306/15584292) when purging with an unspecified syringe. Therefore, the galaxy was replaced for a new one (details unknown). It is unknown if the syringe was also replaced or not. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coils by visual inspection. No leak or saline splayed out observed during the event. Unknown if the lav was utilized with the product. There were no damages noted on the complaint product after the event. The complaint product is unavailable for evaluation. The procedure was coil embolization of unknown vessel. No information regarding the vessel/aneurysm was provided. No further information is available.

Manufacturer narrative:
The product is available for evaluation and testing, however the analysis has not been completed. Additional information will be submitted within 30 days of receipt

Manufacturer narrative:
During prep, air bubble was being produced in the hub of the galaxy coil (640hx0306/15584292) when purging with an unspecified syringe. Therefore, the galaxy was replaced for a new one (details unknown). It is unknown if the syringe was also replaced or not. The complaint product was new and stored per labeling instructions. Prior to use, no defect (kink, bends etc) was noted on both the syringe and the coils by visual inspection. No leak or saline splayed out observed during the event. Unknown if the lav was utilized with the product. There were no damages noted on the complaint product after the event. The complaint product is unavailable for evaluation. The procedure was coil embolization of unknown vessel. No information regarding the vessel/aneurysm was provided. No further information is available. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15584292 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Without the return of the device, and based on the available information, no conclusion can be made regarding the reported event. Therefore, no corrective actions will be taken at this time.

Manufacturer narrative:
(B)(4).